Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The clinician at the hospital reported that the pt was in the operating room for a routine (non-urgent) transplant and deposits within the pump were observed.